Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia for a short period of time. The patient's heart rate returned to normal after a few seconds. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.